Manufacturer narrative:
Lumenis recommended to have the system evaluated by the depot. The customer declined to obtain service. Method: the treatment parameters could not be evaluated, as customer did not provide lumenis this information. The patient had sun exposure (sun burn) before the treatment and did not inform the aeshetician. This appears to be the root cause for the incident. Results and conclusion: system was not evaluated by lumenis. Device status could not be determined. Couldn't determine if device contributed to root cause.

Event description:
The customer called in the complaint in 2006. Lumenis tried to contact the customer by phone and fax for additional information on the alleged burned patient nine days later, the next month and eight days later. This customer did not return any call or fax lumenis any information. On 7/20/2006, the customer contacted lumenis about the incident. The customer reported one patient had hair removal treatment on both arms. It was reported that there were burns, and square spots with some discoloration. She was given a prescription for gentamycin and given an over the counter ointment.